Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was isolated to shorted u13 (cmos flash microcontroller) and q1 (current controlling transistor) components on the bedside board. In addition, the battery board was contaminated. The root cause for the shorted components could not be positively identified. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A wife of a (B)(6) male pt called zoll customer support to report that the pt's battery charger was not working. The pt was fitted with a replacement battery charger/modem.